Event description:
Customer reports receiving high reading of 290 mg/dl on her freestyle glucose meter compared to a lab reading of 124 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
A follow up report will be submitted if the product is returned for evaluation.